Manufacturer narrative:
Serial number: the serial number was originally reported as (B)(4); the correct serial number for this device is (B)(4).

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the lay-user/patient to report the patient had some blood glucose excursions from as high as 509 mg/dl and as low as 70 mg/dl while they were having repeated loss of prime and power issues.. Last night, the patient reportedly had a low blood glucose reading of 78 mg/dl and was given a granola bar. The patient was retested 30 minutes later at 79 mg/dl and was given more food. In the morning, the patient awoke with elevated bloof glucose reading of 499 mg/dl. His mom gave a correction bolus insulin dose to the patient before he went to school. The patient was sent home when his blood glucose elevated to 509 mg/dl. The patient reportedly did not develop any symptoms. His blood glucose reading at the time of the call to animas was 150 mg/dl. During troubleshooting, the reporter denied any bent cannula or leakage issue from the site. The bolus history shows all insulin was delivery accordingly. The daily basal rate was set at 22.65 units. There was no product misuse. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after the subject pump had repeated loss of prime and power issues. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/12/2014 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the alarm history showed only alarms indicative of normal use. One unexplained reboot was observed in the black box on (B)(6) 2013. Visual inspection revealed no physical damage to the returned battery cap, however a small crack was visible in the battery compartment. The battery cap was able to properly secure to the pump with no yellow o-ring showing, and the battery cap contacts were found to be within specifications. A 10unit normal bolus and a 10unit audio bolus were performed successfully and were accurately recorded in the pump history. The pump was exercised on a 1unit/hour basal rate for 24 hours, with no alarms and no power issues occurring. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.